Manufacturer narrative:
B3 date of event is unknown. See b5 narrative for context surrounding date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient last charged and last felt stimulation about two years prior to the report. The patient hadn't tried to connect to the implantable neurostimulator (ins) yet and wasn't able to at the time of the report because she was working. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) to discuss a possible overdischarge event. There were no further complications reported or anticipated. Additional information was received from the patient (pt). Pt reports they had their implantable neurostimulator (ins) removed because "it wasn't doing anything". Agent asked if this occurred before 9 years of use and pt said was before the 9 year mark, saying it was such a pain trying to charge it "so I gave up charging within the first or second year I had it in". Pt wanted to know what to do with external equipment. Reviewed information and redirected to their healthcare provider.